Event description:
It was reported an exploratory surgery was performed. It was thought there may be a leak in the catheter. Upon exploration, it was determined there were no system insufficiencies. The healthcare provider (hcp) tied a purse string suture around the catheter exit site and re-closed the patient. The system remained intact. The pump was used to deliver an unknown drug. There were no patient symptoms reported. It was reported the patient was stable and receiving effective therapy. No further information was provided. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).